Event description:
It was reported that "in the cuff check before the start of the case, the pilot balloon of the white cuff inflated, but the white cuff itself hardly inflated." The event occurred during priming at the facility, no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: one device was received. Device was visually and functionally tested and the customer reported complaint was confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.